Event description:
Handpiece was running at forward mode and irrigation was used.

Manufacturer narrative:
B5: updated h6: previously submitted codes ime e2401 and imf f24 were incorrectly submitted, it has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively the attachment had heat generation issue. The procedure was completed with straight attachment and same indigo drill. There was no issue with the drill. There was no patient impact.

Manufacturer narrative:
H3: the lock does not work. As such, the heat generation test cannot be conducted. Deterioration of engraving. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.